Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the station encountered a blue screen error. The customer reimaged the station; however, upon rebooting, the blue screen error reappeared, and the issue persisted.there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a blue screen. A technical support specialist (tss) followed knowledge article "med application not launching automatically; station at blue screen" and dialed into station and logged in using carefusion admin and remote support services agent and pharmacy application services package was deployed from the remote support services console. Enabled care fusion application auto login and the station was rebooted. After the restart, the application loaded correctly and the blue screen issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.